Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Concomitant medical products- biomet cc I-beam tray # 141226 lot j3857448. Series a pat std # 184770 lot 406870. Vanguargd xp intlk femoral # 195924 lot 162590. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown maxim knee locking bar, cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10082, product location is unknown.

Event description:
It was reported that underwent revision surgery one month after initial total knee arthroplasty due to infection.